Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. This device was used on a patient, however there was no harm to the patient reported. Follow-up information was reported on (B)(6) 2014 which stated, "the only issue is that we do not know the name of the 3 different surgeons and we do not know the names of the patient's we had not received so many details from this hospital. There was no further treatment for a patient. They claim that probably the broken ends had been sucked by the suction device into the bottle". No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on july 17, 2014. Note: issue occurred on (3) separate cases. (B)(6).

Event description:
It was reported during suction there was a fracture of the distal area of the suction tip on the device handle. It was stated the fracture of the plastic piece was about 0.5cm with a triangular shape.